Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and evaluated.however,the rigidloop adjustable was not returned for evaluation.the broken ends of the suture are frayed. This complaint can be confirmed. The possible root causes of the suture break are excessive force placed on the suture when tightening or coming in contact with a sharp object.there was not enough information provided with the complaint to be able to make a determination of the root cause beyond these two possibilities. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate during an acl surgery, the loop of the rigidloop adjustable was broken during the fixation of graft. The affiliate also reported that there was an one hour surgical delay due to the alleged malfunction. It was also stated that the procedure was successfully completed with a fresh new implant provided by the distributor.